Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: dr used sun femer nail to treat shaft femer fracture but on a follow up visit, dr discovered that the nail was bend from its shaft region. Device has not been explanted. Report of deformity, angulation at fracture site, not yet united. Patient is currently on rest waiting for union. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.